Event description:
It was reported that during laparoscopic sleeve gastrectomy the nurse loaded a green reload into the device. The surgeon used this for the first firing of the sleeve without any issues. When the nurses tried to load the second reload, they were unable to as it wouldn¿t slide into the echelon cartridge area. The nurses described it as being ¿jammed¿. They opened a second device and continued the case without any issues using the second reload, so clearly the device was at fault. There was a 5 min delay in the procedure. Both the nurses and surgeon are very experienced with the echelon stapler. There was no adverse event for the patient. Procedure was completed with the same like device.

Manufacturer narrative:
(B)(4). Cartridge pan dislodged the analysis results found that one device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.